Event description:
A customer reported a dull knife during surgery. The knife was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the photo of the sample was examined and found to have a damaged tip (bent tip) and debris was present on the blade. The device history records for the component lot was reviewed. Unrelated processing abnormality was found during the review. The associated lot (1) was released based on the manufacturer's acceptance criteria. How or when the blade became damaged (bent tip) cannot be determined. It is unlikely that the damage occurred during the manufacturing process. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).